Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Investigations have determined that the most probable cause is related to the mix tower being either not properly prepared or adjusted.

Event description:
The customer reported that ion selective electrode (ise) results for an unspecified number of patient samples shifted high that morning. The customer noted that she cleaned the ise mixtower manually on the previous day. Calibration and controls were fine after doing this and controls were acceptable on the morning of (B)(6) 2015. The customer started running patient samples and noticed later that the results appeared high. The customer pulled the samples and repeated them in the afternoon. The repeat results were significantly lower. The customer also noted that a similar issue occurred on 02/05/2015 when she cleaned the mixtower manually. Calibrations and controls were acceptable afterwards, but the recovery on patient samples shifted high an hour or two later. The customer could not provide any specific data from this event. The customer provided examples of 5 patient samples that had questionable ise results. Of these samples, it was determined that two samples had erroneous results reported outside of the laboratory for ise potassium. The first sample initially resulted as 4.9 mmol/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 4.4 mmol/l. The repeat result was believed to be correct. The second sample, from a male born on (B)(6) 1936, initially resulted as 5.3 mmol/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 4.7 mmol/l. The repeat result was believed to be correct. The patients were not adversely affected. The ise potassium electrode lot number and expiration date were asked for, but not provided. The field service representative could not determine a cause. He replaced the mixing tower and o-rings. He increased the mixing tower drying pressure from 90 mbar to 100 mbar. He performed an ise wash time. The customer calibrated ise tests normally and ran quality controls. Controls recovered within the customer's defined ranges. Precision studies were performed and these recovered within specifications.